Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the implant turned from its axis. As a result of the axis change, the iol was repositioned. Additional information has been requested.